Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 analyzer. (B)(4).

Event description:
It was reported the programmer will not boot up. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer would not boot up intermittently due to the hard drive. Analysis also found the right keyboard hinge was broken, one hinge plate screw was missing, power cord insulation was cut, keyboard was missing the letter g, and the power supply was noisy. Display would not stay at set angle due to the right and left upper display hinges. Upper hinge plate and power cord bay door were damaged. ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly.